Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms an initial hip arthroplasty procedure occurred on (B)(6) 2007 and another initial hip arthroplasty occurred on (B)(6) 1007. Subsequently, patient's left hip was revised on (B)(6) 2008 and right hip was revised on (B)(6) 2009 allegedly due to pain and impingement. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2008 was due to pain. The operative notes confirm that the modular head and taper were removed and replaced with biomet product. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms an initial hip arthroplasty procedure occurred on (B)(6) 2007 and another initial hip arthroplasty occurred on (B)(6) 1007. Subsequently, patient's left hip was revised on (B)(6) 2008 allegedly due to pain, limp, and decreased range of motion and right hip was revised on (B)(6) 2009 allegedly due to pain and impingement. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Revision notes from the left hip procedure reports tightness in the abductor muscle and the anterior one-half of the abductor had detached from the greater trochanter. Fluid and shuck were also observed. The shell was intact with good stability and no loosening; therefore, the cup was retained. The head and taper adapter were removed and replaced. Revision notes from the right hip procedure reports impingement of the surrounding soft tissue was observed. Revision report also notes the abductors had poor bone growth and were detached from the greater trochanter. The cup, head, taper adapter, and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-02255 / 02257 & 1825034-2013-02240).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure." Under possible adverse effects number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." The following could not be completed with the limited information provided. It is not known which lot number was revised. It could be lot 369940 or lot 061200. Expiration date - unknown. Date implanted - unknown. Manufacture date - unknown. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same person (reference 1825034-2012-02255 / 02257).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms an initial hip arthroplasty procedure occurred on (B)(6) 2007 and another initial hip arthroplasty occurred on (B)(6) 1007. Subsequently, patient's left hip was revised on (B)(6) 2008 due to an unknown reason. Further, the patient's right hip was revised on (B)(6) 2009 allegedly due to pain and impingement. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.